Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported the patient lost stimulation and ipg could not communicate with external devices following an unrelated surgery. In turn, patient met with an abbott representative and after troubleshooting, the issue was resolved and therapy was restored.